Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the button sometimes did not respond during inspection for use involving an olympus video system center. There was no patient injury reported.